Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected field: report details - bsc aware date (B)(6) 2020. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed). Dried blood was noted in the helix housing and tip region. A crack/torn was noted in the polyurethane insulation, consistent with environmental over stress (ncep-00115009). The lead passed electrical and stylet insertion testing. Laboratory analysis was able to confirm the reported allegation of insulation damage and surgery.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted and replaced due to insulation damage. This lead was returned and analyzed. No additional adverse patient effects were reported. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed). Dried blood was noted in the helix housing and tip region. A crack/torn was noted in the polyurethane insulation, consistent with environmental over stress (ncep-00115009). The lead passed electrical and stylet insertion testing. Laboratory analysis was able to confirm the reported allegation of insulation damage and surgery.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to insulation damage. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed). Dried blood was noted in the helix housing and tip region. A crack/torn was noted in the polyurethane insulation, consistent with environmental over stress (ncep-00115009). The lead passed electrical and stylet insertion testing. Laboratory analysis was able to confirm the reported allegation of insulation damage and surgery.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted and replaced due to insulation damage. This lead was returned and analyzed. No additional adverse patient effects were reported.